Manufacturer narrative:
A synergy ous mr 4.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. A stent strut in the mid-section of the stent was slightly lifted from its crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04sep2020. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After pre-dilatation was performed with a 3.0x15mm non-boston scientific balloon, a 4.00 x 20 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was attempted to pass two to three times however, it was still unable to cross. The procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed a stent damage.